Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and a low battery alarm. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer previously called to troubleshoot but the issue has not been resolved. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device received with operating currents within specification. The device passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin pump had an error confirmed in the pump history due to cold solder joint on the keypad assembly. The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on the j6, the insulin pump was monitored and functioned properly. The insulin pump had a fading serial number label and minor scratches on the lcd window.